Event description:
The customer reported via phone call that the insulin pump alarmed off no power. Customer stated he changed the battery multiple times and the alarm could not be cleared. He also received a motor communication error alarm. Customer was using the recommended battery type. He stated he did not receive a low battery alert prior to the off no power alarm. The device was not bumped or dropped, the batteries were not previously used and the battery cap is not loose, cracked or damaged. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with off no power alarm followed by motor communication error alarm due to broken solder joint on interface board connector. No cosmetic damage noted.